Event description:
(B)(4). Procedure: rotator cuff lt shoulder arthroscopic decompression, probable rotator cuff repair, ac joint resection. Resistance of catheter during removal. Catheter ruptured/broke. Unk if fragment remains with the pt. Catheter will be sent back to MFR for investigation.

Manufacturer narrative:
The device has been returned to MFR for eval. Investigation still is not completed. The report will be summarized and sent to FDA as soon as it is available. At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Investigations will focus on fragments possibly remaining with the pt.